Manufacturer narrative:
Device was used for treatment, not diagnosis. Kheir, e., borse, v., bryant, h., and farndon, m. (2015) the use of the 4.5mm 90 degree titanium cannulated lc-angled blade plate in tibiocalcaneal and complex ankle arthrodesis. Foot and ankle surgery, volume 21: 240-244. This report is for unknown - 4.5 mm 90 degree titanium cannulated lc-angled blade plate/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the subsequent review of the following literature article kheir, e., borse, v., bryant, h., and farndon, m. (2015) the use of the 4.5mm 90 degree titanium cannulated lc-angled blade plate in tibiotalocalcaneal and complex ankle arthrodesis. Foot and ankle surgery, volume 21: 240-244.the purpose of this article is to evaluate the experience of a single surgeon, using the 4.5 mm 90 degree titanium cannulated lc-angled blade plate, highlighting the surgical technique, outcome and complications, to achieve ttc arthrodesis as well as complex ankle arthrodesis, where substantial deformity and bony destruction precluded the use of arthroscopic assisted technique.this study occurred between january 2010 to january 2014. The study included nineteen (19) patients, with a total of sixteen (16) males and three (3) females with a mean age of 58 years (range 26-88). The mean follow-up time was eighteen (18) months (range 9-36). A copy of the literature article is attached to this medwatch. This is report 1 of 2 for com-186928. This report is for an unknown - 4.5 mm 90 degree titanium cannulated lc-angled blade plate and refers to patient 5 ((B)(6) years old, female) from the ttc arthrodesis group who had implant failure due to non-union.